Event description:
It was reported that the patient¿s dexcom g7 continuous glucose monitor (cgm) lost signal from the ilet pump. The pump later reconnected indicated a low glucose of 63 mg/dl, the patient consumed orange juice, capillary glucose rose to 116 mg/dl; troubleshooting and education were completed for a signal loss and pairing issue. Symptoms included hypoglycemia. Outcomes included resolution of low glucose following oral carbohydrate intake without need for medical intervention. Customer support included remote troubleshooting and user education focused on cgm¿pump connectivity and sensor pairing. Investigation of this case revealed a cgm not paired and signal loss, with the responsible device not definitively identified, consistent with a communication disruption between the cgm and pump. It was concluded, based on previously established findings for similar reports, that user-level corrective actions and re-pairing resolve the issue and that the event was attributable to a connectivity problem rather than device malfunction.